Event description:
It was reported that pump experienced malfunction alarm with message malf 0, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump, confirmed malfunction did not recur, advised caller to continue using pump and to call back if issue returned, and caller independently changed cartridge, resumed insulin, and replaced sensor.